Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call being hospitalized for high blood glucose levels on (B)(6) 2015. The customer's blood glucose was almost 500 mg/dl. The customer complained of vomiting, body shivers, dry mouth, and a strange taste in his mouth. The customer's doctor advised that the cause of hospitalization was meningitis. He stated that he was wearing the insulin pump at the time of hospitalization, but it he took it off when he was admitted per doctor's instruction. The customer found a bent infusion set cannula upon removal. He was advised that this may have contributed to high blood glucose. He declined to continue troubleshooting for the insulin pump. His most recent blood glucose was 496 mg/dl. He was advised to monitor his blood glucose and to call if any issues persisted.